Manufacturer narrative:
It is unknown if the affected device will be returned for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a procedure, the loop broke inside the patient. No negative impact in state of health reported.

Event description:
The loop was being used for a trial during a turp procedure and at the end of the procedure the loop broke. The surgeon had to use a forceps to remove the piece.

Manufacturer narrative:
Updated sections a2, a3a and b5. The customer will not return the device for evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).